Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of system error 322. The reported system error 322 was confirmed through review of the history log. The evaluation has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced.